Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015, as part of the (B)(6) study. According to the complainant, on (B)(6) 2015, the patient underwent the third bronchial thermoplasty procedure to right and left upper lobes of the lung. No issues were noted to the device. On (B)(6) 2015, following the procedure, the patient experienced exacerbated asthma symptoms and hospitalization was prolonged due to this event. The patient was treated with systemic steroids. The patient was discharged from the hospital (exact date unknown). On (B)(6) 2015, the event was considered to be resolved and the patient's condition was reported to be "stable".